Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 215 mg/dl at the time of the incident. The customer was decline to troubleshooting. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Customer had not tried different cannula lengths. Advised customer to place pump in storage mode and remove battery, press and hold the back button until the screen turns off. The device will be return for analysis.